Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with vibrate anomaly. The blood glucose was 7 mmol/l at the time of the incident. Customer stated that they called and were told to do a 2 hour pump rest, and it resolved the issue. Customer stated that they are now getting the alarm again. Customer stated that they called and were told to do a 2 hour pump rest, and it resolved the issue and now getting the alarm again. Troubleshooting steps were assisted. Customer completed pump rest and pump did return to normal for 2 days, and alarm occurred again. Customer to insert a fresh battery. Pump did not return to normal function. Customer completed pump rest and pump did return to normal for 2 days, and alarm occurred again. Customer advised to replace the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.